Event description:
It was reported that the subject device had a reportable customer complaint. The issue was found during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit¿s front panel was not displaying all the numbers. The issue was identified during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected field: b5 of the previous report. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. The root cause was unable to be identified. In addition, the following reportable malfunctions were identified during the device evaluation: missing elements on front panel, electropneumatic proportional valve leaking the root cause was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.